Event description:
The hcp reported an unconfirmed pump alarm and the pt was experiencing increased spasticity. Pump programmer was not available, mother to seek care elsewhere. Low reservoir alarm was set to go off on 10/2006. A follow-up report will be sent if add'l info becomes available.